Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other nc trek is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal circumflex. Rotational atherectomy was performed. Then a 3.5 x 12mm nc trek balloon catheter was advanced; however, although the pressure reached 12 atmospheres, the balloon did not inflate at all and was removed from the anatomy. Reportedly, an attempt was made to inflate the balloon outside the anatomy, and it would not inflate with the inflation device. A 3.5 x 15 mm nc trek balloon catheter was used instead, but it ruptured on the first inflation at nominal pressure due to jagged calcification. The procedure was successfully completed using a 3.5 x 8 mm nc trek balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.